Manufacturer narrative:
Unit powered on with blank display. Unable to perform self test, active current measurement, or sleep current measurement due to blank display. Unit unable to download due to blank display. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and lcd flex connector. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, missing display window/cover, cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, unable to confirm battery cap contact damage due to unit being received without original battery cap. Unable to confirm failed batt test due to blank display. Blank display confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, blank display, battery cap contact missing/damaged, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer reported receiving battery failed alarm. Customer reported that battery cap contacts are not damaged. Customer reported that battery compartment is damaged. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device will be returned. The customer will discontinue using the device.